Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Mobility and asymptomatic was reported. Primary stability and osseointegration was achieved. Time of loss in relation to the implantation was up to 1 yr after prosthetic restoration. Bone quality at the time of implant failure type iii. Implant failed post loading.